Manufacturer narrative:
Detailed product information was not provided to bsc. We completed a good faith effort to obtain the information. Because the product is unknown at this time, we are unable to provide the complete unique identifier (UDI) # and other product specific information. If additional details become available, a supplemental report will be submitted.

Event description:
It was reported that a patient with an inflatable penile prosthesis (ipp) was having difficulty inflating the device. A surgical procedure was performed, during which a kink in the tubing was identified, which may have resulted in the small tear found in the reservoir tubing. This was suspected to be the cause of the difficulty inflating the device. As a result, the ipp was removed. No patient complications were reported.